Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer was also received pump error 23 alarm (post-reset ram crc alarm) and received pump error 25 alarm (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running). The customer was also reported crack on battery compartment. The customer reported a blood glucose value of 27.5 mmol/l along with symptom malaise. The customer reported hyperglycemia and diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion), overnight hospitalization stay. The symptom malaise was treated with overnight hospitalization stay. The event involved product(s) mmt-1885. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for pump error alarms and cosmetic damage. The customer was advised to discontinue use of the device and the insulin pump will be replaced. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0867 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), event date of 08-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 5.65 u and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 5.65 u. On related svn#: (B)(4), event date of 18-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 40.475 u and dailytotalofbolusinsulindelivered = 8.9 u which is equal to the dailytotalofallinsulindelivered = 49.375 u. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(4)) event date of 08-feb-2025, these pump error(s)/alarm(s) were noted: pump error 25 alarm on (B)(6) 2025 at 20:00:00.000, (B)(6) 2025 at 00:00:00.000, 04:00:00.000, 08:00:00.000 and 08:10:00.000 and pump error 23 alarm on (B)(6) 2025 at 19:59:00.000. The power management graph confirmed power error 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. No pump error 25 or 23 alarm during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. In further review of the formatted history file 1 week/2 days prior to the (related svn#: (B)(4)) event date of 18-feb-2025, there is no unexpected alarms/suspends recorded in the formatted history file. On related svn#: (B)(4), the test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or change sensor and sensor signal not found alert noted. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.7 mv). After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Customer alleged for pump error 25 alarm confirmed in the pump history was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. Pump error 23 alarm was recorded in the pump history, however, pump error 23 alarm was not confirmed during testing. Unable to verify customer alleged for high bg and dka. Customer alleged not confirmed for pump unable to communicate to the transmitter, change sensor and sensor signal not found. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.